Event description:
We were called this afternoon (2.50pm) by the a&e team who reported that a savina ventilator had switched off without warning during the patient's transfer. On inspecting the data log, I noted that the ventilator had 'internal battery activated' and 'low battery earlier in the day' warnings. I attributed the failure to the device being used for transportation in a sub-optimal state. However, when I explained to the staff what the battery levels meant, they pointed out that the battery level dropped from maximum to red within seconds. No patient health consequences have been reported.

Manufacturer narrative:
The investigation was based on the reported event and information from further investigations at the customer site. It was reported that the savina 300 device with product serial no asrj 0186 shut down on a patient transport. No logfile was available for further investigations. Several events reported by the customer indicating that the charging cycles are not carried out according to instructions and that the devices are not equipped with external batteries. We received further information that the staff were not always charging the device when not in use as there are insufficient power outlets in the storage room. When using internal battery for transport the exchange intervals of the internal batteries may have to be shortened if transports happen more than once a week or if transports last longer than 20 minutes. According to the description of event, the savina has alarmed like stated in the IFU during battery powered ventilation during the discharge process. During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Discharged¿. Battery led shows charge state not run time. That means, green led (80% according IFU) /charge state display 100%: the battery is fully charged according to the currently available battery capacity. No additional energy can be charged into the battery. The run time stated in IFU refers to new, fully charged batteries. The aging process of batteries depends on discharge / recharge cycles temperature, ventilation parameters, storing conditions and more. The savina 300 has batteries with lead-gel technology. Batteries of this type perform particularly well when used as a backup battery. If these batteries are used in irregular alternating mode, e.g. In intra-clinical transport, the service life is shorter due to technology. A more frequent replacement of the internal battery or the additional use of the external battery option is recommended in this case. It is important for lead-acid batteries to be maintained fully charged. The IFU described how to use the battery incl. Hints for transport, storage etc. The number of similar cases, related to the same root cause is within the expected range of the respective risk assessment and thus accepted.